Manufacturer narrative:
An event regarding periprosthetic fracture after a fall involving an securfit stem was reported. The event was confirmed. Device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: the provided medical records were submitted to a consulting clinician who indicated, the primary harm involved is peri prosthetic fracture around a pressfit femoral stem of a bipolar hemiarthroplasty. His index bipolar was for an acute subcapital hip fracture. The patient has generalized osteoporosis increasing the risk for his initial fracture as well as the subsequent periprosthetic fracture. No evidence was presented indicating defect in the prosthetic components or their manufacture. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. Conclusions: the reported event of revision due to fracture of femur was confirmed. The medical review by the clinician indicated, "the primary harm involved is peri prosthetic fracture around a pressfit femoral stem of a bipolar hemiarthroplasty. His index bipolar was for an acute subcapital hip fracture. The patient has generalized osteoporosis increasing the risk for his initial fracture as well as the subsequent periprosthetic fracture. No evidence was presented indicating defect in the prosthetic components or their manufacture." No further investigation for this event is possible at this time. If additional information and/or device becomes available to stryker orthopaedics, this investigation will be reopened.

Event description:
Patient's hip was revised due to fracture of femur after fall.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
Patient's hip was revised due to fracture of femur after fall.

Manufacturer narrative:
An event regarding periprosthetic fracture involving an unknown hip was reported. The event was confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: the provided medical records were deemed insufficient and rejected for medical review. However, the clinician noted that the x-ray confirms femur fracture. Need primary, revision operative reports and clinical/past medical history for further assesment. -device history review: not performed as the device was not properly identified. -complaint history review: not performed as the device was not properly identified. Conclusions: the x-ray confirms femur fracture but the exact root cause of the event could not be determined because insufficient information was provided. Further information such as primary and revision operative reports, clinical/past medical history are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
Patient's hip was revised due to fracture of femur after fall.